Event description:
Boston scientific received information that this right ventricular lead was explanted for impedance issues that had increased by over 1000 ohms since implant. Additionally there were increased thresholds noted. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant date was not provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.